Event description:
It was reported that the customer experienced issues with differences in sensor glucose and blood glucose readings. The customer also received calibration error alerts as well as false threshold suspend alarms. The customer's blood glucose was 183 mg/dl. Troubleshooting was done. The customer stated that the threshold suspend alarm triggered even though her blood glucose was above the suspend threshold limit. The customer had set the suspend threshold limit at 60 mg/dl. Advised customer to speak with healthcare provider regarding the low blood glucose. Advised to monitor the insulin pump and call back if issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.